Event description:
The customer reported via phone call that they had unexplained high blood glucose. The customer also reported their boluses were not being recorded in the bolus history. The customer's blood glucose was 455 mg/dl at the time of incident. Customer stated they had manual injections to treat their blood glucose. It was also found the customer did not have any symptoms of high blood glucose. Customer's current blood glucose was 205 mg/dl. The customer declined to check for the presence of leaks and air bubbles at the time of troubleshooting. Troubleshooting found the insulin pump passed a high pressure test. Customer's bolus history was also accurate. The customer was advised their insulin pump was working as designed. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.